Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. The damaged frame mount was returned for evaluation and the damage was confirmed. As reported, the threads at the base of the arm had been cross threaded. This failure has been documented in a hardware defect tracking database. A replacement part was provided. No further issues were reported.

Event description:
A medtronic representative reported that the screws on a reference frame mount were stripped. This was discovered outside of any patient involvement. No additional details were provided.